Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(4) 2018 reporting that the patient was seen on the day of the report. The device was interrogated. Charging history showed good coupling but short recharge times. The patient was instructed to recharge longer each session. There was not a planned or scheduled surgical intention. The cause of the issue was short recharge times. It was unknown if the difficulty getting the ins charged past 50% resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and arachnoiditis. It was reported that the patient was having difficulty getting their neurostimulator battery charged beyond 50 percent. There were no known external factors that may have contributed to the issue. No actions/troubleshooting have been done at this tine the issue was not resolved at the time of the report. The rep stated they would be seeing the patient in the clinic to evaluate the device. No surgical intervention has occurred and it is unknown if any surgical intervention has been planned, but the rep would follow-up for more information. The event occurred on (B)(6) 2018 no further complications were reported/anticipated.